Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector leaked during use. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: ""they are impossible to get all the way screwed on... Tonight that I had to change the set and dressing 5 different times (two separate IV's) due to leaking".

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector leaked during use. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: ""they are impossible to get all the way screwed on... Tonight that I had to change the set and dressing 5 different times (two separate IV's) due to leaking".

Manufacturer narrative:
H6: investigation summary one photo was provided for quality investigation. The customer complaint of leakage could not be fully determined based on the photo provided. The photo shows that the fluid path looks to be blocked. A device history record review for model mp5301-c lot number 22099283 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being provided, a root cause could not be fully determined.